Event description:
It was reported that the patient underwent a procedure to fuse l3-l4 implanting posterior fixation. The solid tap was intraoperatively used and it was broke while tapping for l4 bone screw. It took the surgeon for a while to retrieve the broken piece from the bone and the piece was retrieved. No patient injury was reported.

Manufacturer narrative:
(B)(4): review of submitted pictures appear to show fairly brittle fracture with no indication of fatigue or torsional overload. The location and nature of fracture are consistent with bend stress overload. However, without the physical part, we are unable to confirm the cause of the event. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications.